Manufacturer narrative:
Product complaint #: (B)(4). D6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent hip revision surgery. Duraloc endurance liner was completely worn through causing the release of metal and plastic debris. Surgeon replaced cup, liner and head component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient underwent hip revision surgery. Duraloc endurance liner was completely worn through causing the release of metal and plastic debris. Surgeon replaced cup, liner and head component. The product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the femoral head is being indirect contact with the acetabular cup, consistent with the observed orifice at the liner. However due to the duraloc 1200 series 52mm od, was covered with appears to be organic material the reported wear condition cannot be observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the duraloc 1200 series 52mm od would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.